Manufacturer narrative:
(B)(4).

Event description:
After implant, the patient's bladder shut down and he was hospitalized. The patient was "vomiting violently." On (B)(6) 2010, the pump was turned off. The patient was doing much better, but he was still very sleepy. On (B)(6) 2010, a 6 tone alarm was heard; telemetry had not yet been performed. They also planned to check with the manufacturer of the patient's spinal cord stimulation device. The pump system was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if additional information becomes available.